Event description:
It was reported that the pulse generator exhibited a drop in impedance and noise. The pulse generator was explanted and replaced successfully.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.